Event description:
As part of routine quality control (qc) testing, the operator of an advia centaur instrument used as back-up for the troponin assay observed imprecision of the level 1 qc. Qc would sometimes result out of range high, then repeat within range. The customer stated that no patients were delayed from testing due to the qc imprecision. There are no known reports of patient intervention or adverse health consequences as a result of the level 1 troponin qc imprecision.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse discovered that the o-rings on the wash tubing were disintegrating into the lower manifold. The cse replaced the connectors with new o-rings, cleaned the manifold, and primed the system. Precision was run on troponin qc levels 1, 2, and 3, all of which resulted within range. The cause of the troponin qc imprecision is related to a malfunction of the o-rings on the wash tubing. The instrument is performing according to specifications. No further evaluation of this device is required.